Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Review of the device data noted that the impedance has been high and out of range for the last three months. The patient was brought into the clinic where the high out of range impedances were able to be replicated. Low sensing and loss of capture were also observed on the rv lead. The physician suspects a lead fracture, however it has not been confirmed. Tachycardia therapy was programmed off in the device and the patient was fitted with a life vest until a revision procedure could be scheduled. As of current the field representative has not been contacted regarding a revision procedure. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and returned from another manufacturer. It was noted that the rv lead was also explanted during the change out procedure. No additional adverse patient effects were reported.